Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the customer reported getting errors of work overload and communication failed on the system. The fse only confirmed the communication errors and determined the cause of the problem to be connector wire harness contacts needed to be cleaned to restore the voltage transfer. The fse cleaned the connector harness and reseated it and the voltage returned to 5.21vdc as set. The fse verified system functionality. Pcb and cable connections transfer power and signals through the system's many components and are crucial to the operation of the system. Most electrical connections are comprised of pin and receptacle contacts. Contacts can be plated with gold, tin, or phosphor bronze depending upon application. Small micro movements (vibration) between the contact surfaces will slowly wear the plating material thus exposing the less corrosion resistant base material. This base material will begin to oxidize, resulting in higher contact resistance that leads to electrical system failure. Corroded or loose connections can interfere in power transfer, resulting in error messages. Reseating the cable connections resolves this issue. This complaint does not represent a malfunction because the system was manufactured more than seven years ago and components wear out over time.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply connections were evaluated, cleaned and reseated. The power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.